Manufacturer narrative:
Correction: in follow up #2 it was incorrectly stated that "mechanical problem was identified as the failure mode." There was no mechanical problem identified. Placeholder.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In addition a labeling review was conducted. The operator manual for the system was reviewed and found to include adequate instructions for use, warnings for medical complications and operational errors. Mechanical problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: the field service specialist (fss) visited customer site to inspect the unit. Fss checked the unit and found issues with the hard drive; therefore, fss replaced the hard drive and instrument manager. Fss checked all parameters and functions as per abbott medical optics (amo) checklist. While on site, fss also noted sterling exe. Error, so he replaced the (B)(4) battery in (B)(4) printed circuit board (pcb) settings. The unit was found working fine and it met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.